Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that upon interrogation, high threshold was observed. Dislodgement was revealed via x-ray. The lead was explanted and replaced when repositioning was unsuccessful.